Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the balloon ruptured at an unknown pressure. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
(B) (4): results - product performance engineering could not determine a conclusive root cause for the balloon rupture. Evaluation summary: quality assurance analysis revealed that the dilatation catheter was returned with blood visible in the guide wire lumen, in the balloon and in the inflation lumen. There was a kink in the hypotube, 20 cm distal to the strain relief tubing. A new indeflator, filled with water was used to pressurize the balloon and the balloon would not inflate due to the dried blood and contrast in the inflation lumen. After soaking the balloon in the water bath, an attempt was made to pressurize the balloon. A longitudinal rupture 1 mm proximal to the distal shoulder for a length of 1 mm was observed. There was a scratch mark at the proximal edge of the rupture. There was no other damage noted to the dilatation catheter. Product performance engineering has reviewed case description and analysis of the returned device. Damage was noted. Factors that may contribute to catheter damage may include, but not limited to, manufacturing, materials, patient anatomy, patient disease state, associative device interaction, lesion tortuosity, over inflation, or insufficient preparation prior to use. The analysis was able to confirm the case details as a 1mm longitudinal rupture was identified 1 mm proximal to the distal marker. In addition, there was a scratch located near the rupture location. Scratches on the balloon surface suggest that the material may have become weakened, such that upon the inflation attempt, the balloon ruptured. There was no patient anatomical information provided with the case details, which could have aided the investigation. Since there were no balloon deficiencies prior to the procedure, the reported difficulties appear to be related to circumstances during the procedure. Analysis of the returned product revealed a kink 20 cm distal to the strain relief tubing. The damage was not mentioned in the case details; therefore, it appears it may have occurred after the procedure due to handling or shipment back to abbott for investigation. The kink damage does not appear to contribute to the reported balloon rupture. The lot history record was reviewed and there are no non-conformances associated with this product part and lot number combination. This MDR is considered closed by the product performance group.